Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd posiflush¿ saline 10ml syringe filled had a deviated luer lock connector. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd posiflush¿ saline 10ml syringe filled had a deviated luer lock connector. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: this complaint has been determined to be a duplicate of manufacturer report # 1911916-2018-00444 / patient identifier (B)(4) and has been cancelled in our system. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.